Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the interbody cage partially backed out of disc space. Patient consequence? Unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
(B)(4). The cage was returned featuring significant signs of use in the form of tool marks on the body of the cage and tissue lodged in its interior. However, there were no defects or damage found to the cage. The body of the cage features no other visible flaws that could potentially permit the cage to migrate postoperatively. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the cage migrating postoperatively cannot be determined from the sample and the information provided. The returned cage does not feature and immediately observable defects or damage that would indicate a specific type of failure. While we cannot be certain of a definite root cause, a potential root cause may be high stresses and loading forces placed on the cage postoperatively. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.